Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a trial implant procedure on (B)(6) 2021, the patient would not sit still resulting in a cerebrospinal fluid leak. As a result, a blood patch was performed and the trial procedure was abandoned. The issue has since been resolved.